Event description:
The manufacturer was contacted in reference to the voluntary Field Safety Notice / recall notification related to the sound abatement foam in certain CPAP, BiPAP, and mechanical ventilator devices. The patient alleged reporting atrial fibrillation events at night and during the day. Unusual for him to have these many events so close together usually have 1-2 a year. The patient has gone to the emergency room and had a cardioversion. No other clinical information or medical interventions were reported.